Manufacturer narrative:
The complaint has been reopened and reviewed according to FDA form 483 inspectional observation ems #2, eobs2 from the FDA inspection conducted between july 17 to july 21, 2022 at the ems and bonaduz sites. A detailed investigation was performed by an expert from the technical service: since the complaint in question was submitted to hamilton medical ag more than one year ago, no attempts will be performed to obtain additional information. No further investigation or correction will be performed except those mentioned above. In future hamilton medical ag will report an event similar to this issue as it will be deemed a reportable event. The allegation in this complaint was confirmed to be a complaint. With this investigation it has been confirmed that the device failed to meet its specifications at the time of the event while the ventilator was tested by the technician. Based on the information found, the root cause cannot fully be determined, possible root causes could be a defective pressure sensor board or that the cable was not installed correctly. In consequence (correction) the pressure sensor assembly and the connection cable were replaced. There was no patient or user harm reported.

Event description:
Was replacing pressure sensor assemble. When I put it back together and made sure all connectors are correctly connected. I started up the ventilator was able to got to the service mode and that's when I saw smoke. The vent went on alarm. I was able to open it up and remove the main board. Till I saw the connector from the pressure assemble to the main board see attachment) I was then able to disconnect it before it got to the main board. It was burning through the connector(cable) im replacing it with another pressure sensor assembly and with a new connector. Want to know how this would happened. Want to tell you that I use the existing cable connector for the new pressure sensor assembly. In the package I did not receive a cable connector.